Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial#: (B)(6), product ID: 97745nt, serial#: (B)(6), product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745bp, serial#: (B)(6), product type: accessory, product ID: 97745nt, serial#: (B)(6), product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. It was reported, that the implant was surgically removed in (B)(6) 2024. And the patient did not know the disposition of the implant. The patient was unable to charge the implant.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial#: (B)(6), product ID: 97755, serial#: (B)(6), product type: recharger. B3: event date, is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient's representative. Regarding an implantable neurostimulator. The reason for call, was caller stated, they couldn't figure out the equipment. Caller mentioned, they'd had trouble trying to get charging the implant to work properly, since implant. Caller then said, the last time, they charged the implant to 80%, but the next morning the implant battery was at 0%. Caller also said, the patient used to get a tingling sensation down their right leg, but now they weren't getting the stimulation feeling anymore. Caller asked, if stimulation should last longer than a day. Agent asked, caller didn't know if patient had noticed implant battery last longer than a day, prior to this last time charging. Caller plugged in recharger and reported charging excellent (controller 90%, implant red/low). Agent reviewed recharging best practices with caller and patient. And reviewed, how to turn stim on after charging back up. Caller was not aware of needing to do that. Agent reviewed, stim automatically turns off when implant batter y gets low. Agent also reviewed, charge frequency depends on settings/usage and redirected to doctor to check settings/ recharging frequency if needed. Caller mentioned, at one point, they turned stim up 1 intensity. Patient rep stated, that the patient still cannot get their implant charging properly. Patient was charging their implant for 3 hours and the implant battery only got to 30%. When caller went to turn the patient's stimulator on, the implant battery was back down in the red zone and was depleted. Caller confirmed, that the patient was able to charge at excellent quality, but still did not see the battery percentage go up. Caller confirmed, that there were no issues charging the controller to 100% using the ac power. Caller stated, the controller was at 50% and was going down from when they first started charging implant. The issue was not resolved. An email was sent to repair to replace the controller. Additional information was received, from a friend/family member. Caller reported, the paddle is not working at all. Caller stated, they went to the healthcare provider office to see the representative and the representative said the paddle was no good. Caller reported, that the patient had their controller replaced previously and that did not seem to help as much as they would have hoped. Caller thinks, that the issue was the paddle all along. Caller stated, that the paddle is not making the clicking noise when in a charge session and is not locating the implant. Caller noted, that the paddle has never worked correctly, since the patient was implanted. Caller mentioned, that the patient is moving in 3-4 months to san antonio and was wondering if there were doctors that work with medtronic there. Agent reviewed, physicians listing with caller. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent also sent the caller and patient a physicians listing. Caller called back and said, that they have received replacements for the controller and the recharger, but nothing has worked. Caller asked, if they should send back all of the equipment. Caller was insistent that patient was going to have their implant taken out, due to the complications with equipment since implant. Agent redirected caller to healthcare provider to further address the issue and to have the implant looked at before they decide to have the implant removed. Agent instructed caller to hang on to all equipment until the decision to remove the implant is finalized. Caller asked agent, if the internal implant could ever fail or stop working and agent continued to redirect to physician. Pt rep, called back stating, pt received external equipment replacement. Pt went to hcp and they could not get it to work and nobody could help. Pt rep said, pt was done and will have the implant taken out. Pt rep said, they want to return all the external equipment back. Suggested to return the old equipment, but keep the current components until implant is taken out. Pt rep, also mentioned, pt also has a gastric implant.